Event description:
It was reported that during a thyroidectomy procedure there were two devices used by the surgeon. The first device was tested and during the case there was insufficient hemostatis. The second device was used with a new hand piece and the same issue occurred. During the procedure he was using cut and tie to control the bleeding. The surgeon then used an ace23e to complete the procedure. There was no patient consequence reported additional information has been requested.

Manufacturer narrative:
(B)(4).